Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilatation procedure to treat stricture performed on an unknown date. During the procedure, the balloon would not inflate. It was reported that the customer noticed a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.